Event description:
It was reported, during a routine pump replacement procedure, the intrathecal catheter was found disconnected from the pin connector. The catheter appeared to have severed at the point where the connector plastic ended. The remaining proximal piece, connected to the pump, was full of blood and tissue, suggesting it had been disconnected for a while. The distal piece of catheter could not be located in the tissue of the pocket. A new pump was implanted, filled with preservative free normal saline and set to minimum rate. A new catheter will be implanted at a later date and connected to the pump already in place. The drug used in the pump was morphine sulfate 50 mg/ml (dose unk). No pt symptoms were reported.

Manufacturer narrative:
Pump and catheter returned. Used for catheter. Preliminary device analysis was not available on the date of this report. A follow up report will be submitted when device analysis is complete.